Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, oil leakage was discovered in the storage container in which the drill was housed while awaiting evaluation. Internal components were evaluated and a damaged hose assembly was identified as the cause of the leak. The hose assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the hose portion of the pneumatic drill leaked oil. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.